Event description:
A report was received that upon removal of catheter a piece was discovered to be missing. No medical intervention was taken to remove the missing segment. No permanent adverse effects to the patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.